Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the loader device was not returned. The plunger had been depressed. The seal subassembly was intact and outside the delivery tube. There was evidence of blood contamination on the seal subassembly and inside the device and the delivery tube. Based upon these findings, the reported failure could not be confirmed. (B) (4).